Event description:
I have utilized u by kotex sleek (regular, super, etc.) Tampons for years. Since (B)(6) 2017, I began experiencing and have been treated for multiple, reoccurring and worsening symptoms related to vaginal infections, irritation, pain and discharge. Multiple episodes of treatment included laboratory and gynecological appointments and exams; countless unsuccessful doses of antibiotics and treatment. Symptoms have gradually increased over last 8 months.